Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred. The customer's blood glucose level ranged from 133-270 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.